Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer tested and got the following readings within ten minutes: 14 mg/dl, 149 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.